Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's insulin gauge was inaccurate. Multiple attempts were made by tandem technical support to follow up with the customer and continue troubleshooting; however, all were unsuccessful. No reported adverse impact to the customer's blood glucose.